Event description:
It was reported that during an anterior cruciate ligament repair surgery, the swivelock anchors have either broken off or the thread has turned through, despite using a drill and tap. The broken pieces have been retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update cmackenbach 03-jun-2025 further information was received that the first time, the swivelock broke off (at the bottom of the tip) from the ar-1593 set. The second time with the same patient, the swivelock was stripped.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion.